Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the system was never implanted perfectly. At the time of the report, the hcp's staff did not want to schedule an appointment and the patient could take more pain pills. The lead placement issue, the device therapy not cutting the pain, and the old ins issue had not been resolved. It was noted that the patient did not want cancer or CT scans and they wanted a better quality of life.

Event description:
Additional information received from the patient indicated that their device hadn't been working well for about a year and had been in pain since then. The patient had talked with their healthcare professional (hcp) and they were told that there was nothing they could do for them and needed a manufacturer representative (rep) come out and check the device to adjust it. The patient would call their hcp to make an appointment with a rep.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 39565-65, serial # (B)(4), product type lead.

Event description:
The consumer reported that the patient's device had not been working well. When asked to clarify what he meant by this, the patient noted that it was not holding a battery charge well. The patient noted this started about a year ago. The patient was thinking about having it taken out. The patient was advised to follow-up with his healthcare provider (hcp) to check the implantable neurostimulator (ins). Additional information received from the consumer reported that the patient was not sure of the circumstances that led to the implant not holding a charge well. The consumer also reported that it was getting old and it did not ¿cut¿ the pain well at all. In addition, the patient wanted know whether he could get a new device with wires placed in a better back location to ¿cut¿ the pain more. No steps were taken to resolve the implant not holding a charge well at this time. The patient¿s indications for use included failed back surgery syndrome.

Manufacturer narrative:
Corrected information: date of birth. If information is provided in the future, a supplemental report will be issued.